Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen flow and low inlet pressure alarm condition. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low oxygen flow and low inlet pressure alarm condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's oxygen blending module board was replaced to address the issues.